Event description:
It was reported that these leads were surgically abandoned and replaced due to oversensed lead noise. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).